Manufacturer narrative:
Based on information received following submission of the initial report the consumer had used other company brand contact lens solution for cleaning the contact lenses. The file reported under (B)(4) does not meet the criteria for serious adverse event, thus the review of the facts available at this time. This file will no longer require updates in the future. All the significant reportable information is retained in file (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Upon follow up after the submission of the initial report it was confirmed that the consumer had used other company brand contact lens solution for cleaning the contact lenses.

Event description:
Initially reported by consumer stating that she experienced blurred vision, fog effect, pain, tearing in the left eye. The consumer stated, during business trip she went to emergency ophthalmology clinic a toxic reaction of the eye to the contact lens was detected without evidence of infection and burns, which led to a loss of vision of twenty-five percentage as well as macrocysts and stromal edema on the cornea of left eye, superficial punctate keratitis was detected after corneal punctate straining. She was advised to use new contact lenses, new contact lens container and contact lens fitting, no swimming pool, sauna or sport for ten days. The consumer was prescribed with dexpanthenol preserved with cetrimide eight times per day, ofloxacin eye drops four times per day, retinol palmitate eye ointment one time evening, dexamethasone eye drops two times per day. The consumer was asked to return immediately if the condition worsened. According to the consumer the contact lens solution used can be ruled out as the cause, as she used the same solution for both lenses and have had no complaints in right eye. On the following day she went for checkup, the severe damage to the cornea caused by the contact lens which required local application of antibiotics and cortisone. It was indicated the suspected toxic reaction in the left eye was due to contact lens or contact lens fluid. There was a significant increase in vision after clearing cornea. It was recommended to continue the treatment and check-up with local ophthalmologist. After the check up the consumer had a considerable impairment of vision in the affected eye as well as a general feeling of well-being for a week. Upon follow-up examination by an ophthalmologist the corneal reaction has subsided but was not yet healed completely. The current condition of the consumer¿s eye is symptoms improving at the time of this report. Additional information has been requested, but not yet available.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Event code for ocular toxicity was coded to e2326. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.